Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The biopsy channel tested positive for 53 colony forming units (cfus) of escherichia hermannii and 64 cfus of revivable micro-organisms. The air/water channel tested positive for greater than 80 cfus of revivable micro-organisms and the secondary water channel tested positive for 37 cfus of unspecified germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for further evaluation and testing. The evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary channel are also flushed. No detergent is used for pre-cleaning. The instrument/suction channel, the suction cylinder, and the instrument channel port are manually cleaned with an asepti medical brush using dlc getinge detergent. The scopes are not manually disinfected. The automated endoscope reprocessor (aer) used is a getinge poka yoke (non-olympus), using dlc getinge detergent, and aperlan a & b disinfectant. The aer was not microbiologically tested. The scopes are stored in a simple cabinet (no drying function). Olympus is the maintenance company for the scope. The scopes are not sterilized. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 2cfu. Bacterial identification: coagulase negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cover: insulation less than threshold. Charged coupled device cover lens: cracked. Bending section rubber glue: separated. Switch 1: wear and tear. Plug unit: damaged housing. Bending tube: movement (angulation: 150/125/155/135). Distal end: biopsy channel: wear and tear (replaced as preventive maintenance) paa_cleaning disinfection and sanitization machine poka yoké getinge however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.